Event description:
Reporter indicated that a diagnostic test showed high lead impedance. It was also reported that the pt had experienced an increase in seizures, with pre-vns baseline unk, due to the lack of therapy from the high led impedance. It was reported that there was no known cause of the event, with no known trauma or manipulation of the device. It was reported that the pt then underwent surgery during which the lead was replaced due to the high lead impedance. The generator was also replaced prophylactically.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. See scanned page.